Manufacturer narrative:
We are unable to confirm the excess insulin flow. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level decreased to 48 mg/dl. The patient reportedly attempted to suspend insulin delivery but was still receiving insulin. As treatment, the patient suspended insulin delivery, removed the pod and injected long-acting insulin.